Manufacturer narrative:
No code available for symptom of hungry.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a lancing device issue with his onetouch lancing device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue with his lancing device first started at 12.30 pm, he reported the device would not penetrate. The patient stated that he manages his diabetes with insulin (self-adjuster), and in response to the alleged issue, he administered his usual dose of insulin (60 units of humalog). 2 hours after the issue began, the patient alleged that he developed symptoms of ¿hungry and confusion¿, which he reported self-treating with food and/or drink. During troubleshooting the csr noted that the lancing device had been in use for a few years before the issue occurred. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.